Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that, the patient faced issue of detachment of infusion set tubing from hub.the set had been in use for 20 min before it detached. The issue was resolved by replacing infusion set and resuming insulin. No further information available.